Event description:
Surgeon [redacted] stated that skin stapler was not working properly. Multiple skin staplers opened, 9 out of 13 defective. The defect was that the staplers jammed and would not work. Products were bagged and awaiting pick up from materials. Manufacturer response for skin stapler, (brand not provided) (per site reporter). Notified by or materials.